Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown date, it was not possible to fill the syringes. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An analysis was conducted and it states that the returned products match according to our specifications and no damages are found. The manufacturing documents of this lot have been checked and no deviation was found. No product fault was found.

Manufacturer narrative:
Blank fields on this form indicate information that is unknown, unavailable or unchanged.